Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 36 and 48 hours.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Investigation of the device found no issues with fluid flowing through the complete fluid path though the exposed portion of the soft cannula was kinked and stretched, measuring out of specification at 1.058 inches in length. It could not be determined when this damage occurred. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k203768.